Event description:
It was reported that there was a leak at the drug port, and the patient returned to the catheterization lab to exchange the ekos device. An ekos endovascular device, 106x6cm was selected for use to treat a case of deep vein thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. During treatment in the ICU, it was observed that there was a leak in the ekos catheter at the drug port. The patient was transferred back to the catheterization lab to replace the ekos device. Ekos therapy was successfully completed using the new ekos device and there were no reported patient complications.

Event description:
It was reported that there was a leak at the drug port, and the patient returned to the catheterization lab to exchange the ekos device. An ekos endovascular device, 106x6cm was selected for use to treat a case of deep vein thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. During treatment in the ICU, it was observed that there was a leak in the ekos catheter at the drug port. The patient was transferred back to the catheterization lab to replace the ekos device. Ekos therapy was successfully completed using the new ekos device and there were no reported patient complications.

Manufacturer narrative:
Device analysis: microscopic visual inspection of the infusion catheter (ic) showed cracking on the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug and coolant port luers where the cracking was present. The reported event of leaking was confirmed. Additionally, it was found that both luers were also cracked.